Event description:
It was reported that the foley catheter fell out from the patient with balloon deflated on the next day after placement. Per follow up on (B)(6) 2020, it was unknown whether there was any damage found on the balloon of the foley catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The root cause of this failure mode is could be "manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients(1) patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.]contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patients(1) do not use in patients who are or have been allergic to natural rubber latex."corrections: d, h.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out from the patient with balloon deflated on the next day after placement. Per follow up on (B)(6) 2020, it was unknown whether there was any damage found on the balloon of the foley catheter.